Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer experienced an elevated blood glucose (bg) level and a correction was delivered to address bg. The issue had been resolved at the time of the report.